Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had frozen display, blank display, unexpected restart alarm and buttons stopped working. The blood glucose level was at 140 mg/dl the time of incident. Troubleshooting was performed for blank display. Customer was unable to clear the alarm. Customer was able to complete rewind. Customer stated that the insulin pump had battery out limit alarm and battery error. Customer stated that spring was neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen scree or display anomaly noted. All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Unit power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.